Event description:
This report is to advise of an event observed during analysis.

Event description:
New information notes that prior to being explanted elevated capture thresholds and inappropriate shocks were seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the insulation crushed and abraded at 32.9 to 33.5cm from the distal tip. The insulation was also crushed and abraded on the opposite side at 33.1 to 33.6cm from the distal tip. The rv and svc cables were not breached. The damage found is consistent with clavicular crush. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis.